Event description:
It was reported the procedure was to treat a lesion in the left anterior descending artery. The 2.25x15mm rx trek balloon dilatation catheter (bdc) was advanced into the guiding catheter however resistance was met and the shaft separated. The separated shaft was removed within the guiding catheter. The procedure was continued with another same size trek device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported separation was confirmed; however, the reported difficulty advancing the device was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulty advancing the device could not be determine; however, the reported separation appears to be related to circumstances of the procedure. Possible factors which may contribute to resistance with the guiding catheter include, but are not limited to, manufacturing, damage to the guiding catheter, or procedural technique (devices not properly supported or coaxially aligned). A conclusive cause for the reported difficulty could not be determined. Additionally, it is likely that since resistance was reported during advancing, further handling of the device likely resulted in the shaft kinking and ultimately separating. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending artery. The 2.25x15mm rx trek balloon dilatation catheter (bdc) was advanced into the guiding catheter however resistance was met and the shaft separated. The separated shaft was removed within the guiding catheter. The procedure was continued with another same size trek device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.